Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, audio/vibrate anomaly/absence of alarm, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, mmt-1884. Troubleshooting was not performed. Customer reported insulin flow blocked alarm. Customer reported an audio/vibrate anomaly. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected insulin flow block alarms noted during testing. Unit's audio levels were tested and functioned properly at every level. Unit's vibration was turned on and off and functioned properly. Unit was successfully downloaded using thump software and uploaded to carelink. On adapt, no relevant alarms were noted.pump was cut open to perform a visual inspection and found no moisture or physical damage.p-cap locked in place properly during testing. The following cosmetic damages were noted: keypad overlay texture damage, pillowing keypad overlay, and scratched case. In summary, customer concern for no delivery/occlusion alarm and audio/vibrate anomaly/absence of alarm not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing or in download history review. Customer concern for damaged keypad overlay confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.